Event description:
Clinic notes dated (B)(6) 2013 indicate that the device settings were increased from 5 mins off to 0.2 mins off, but that it was too bothersome to the patient so the settings was changed back. The notes indicate that the battery is ok, but in the past few months a few times a week the patient feels a sharp pain over the device intermittently. It was noted that despite the reading the battery is likely running low and the patient will be scheduled for surgery in the summer. The physician indicated that no patient manipulation or trauma occurred that is believed to have caused or contributed to the sharp pain. The physician indicated that the patient will undergo generator replacement due to the pain. It is unknown if the generator replacement will be done for patient comfort or to preclude a serious injury. Surgery is likely, but has not occurred to date.

Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(4) 2013.